Event description:
During a lung parenchyma procedure, incomplete staple line. Only the distal part was stapled completely. Another like device was used to complete the case. There was no adverse consequence to the patient.